Manufacturer narrative:
H3) the monitor was returned for analysis. Functional testing determined that the monitor was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735795, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The edge of the touch screen was unresponsive. A few days late the image had zoomed out during a procedure. Both events could be explained with some issues in the touch screen. During a procedure the navigation was inaccurate. The accuracy was tested with the imaging system and it was accurate. It was likely that the patient reference frame was moved during the procedure causing the registration to fail. The touch screen was suspected to be faulty and was replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the operator cart monitor touch screen doesn't work on the left edge it does not recognize touch. The next step was to replace the monitor. No patient was present at the time of the event. Additional information was received stating that there are two touch screens, even if this monitor would be completely out. It is thought to that the screen is damaged and that was causing the reported issue. There was another monitor on the system that could be used.